Event description:
Reportable based on device analysis completed on (B)(6)2020. It was reported that the coil prematurely deployed. The target lesion was located in the left gonadal vein. A 20mmx40cm interlock-35 was selected for use. During procedure, the device was delivered through a 5fr diagnostic catheter. However, the coil released inside the catheter when the pusher wire was retracted upon repositioning within the vein. The catheter and coil were removed together from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed interlocking arm detached. It was further reported that the pusher cable felt free when the device was repositioned. Since the difficulty was inside the catheter, there were no device fragments left inside the patient's body and the coil was sent for analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil was returned for this complaint. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection of the device was performed and revealed that the main coil has a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil that the could be measured were performed and were within specifications.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A main coil was returned for this complaint. The main coil was found kinked and stretched. No more damages were found in the device. Microscopic inspection of the device was performed and revealed that the main coil has a smooth surface. The interlocking arm was detached and it was not returned. Dimensional inspection of the main coil that the could be measured were performed and were within specifications.

Event description:
Reportable based on device analysis completed on 25may2020. It was reported that the coil prematurely deployed. The target lesion was located in the left gonadal vein. A 20mmx40cm interlock-35 was selected for use. During procedure, the device was delivered through a 5fr diagnostic catheter. However, the coil released inside the catheter when the pusher wire was retracted upon repositioning within the vein. The catheter and coil were removed together from the patient's body. The procedure was completed with another of the same device. No complications reported and patient is stable. However, device analysis revealed interlocking arm detached.